Manufacturer narrative:
Product was received for evaluation on (B)(4)2013. The complaint cannot be verified due to mishandling of the product. The display was broken due to a mechanical impact.

Event description:
Patient reported there is a black spot on the infusion device display and this could lead to misinterpretation of the insulin delivery amounts. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.